Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 44mg/dl which was treated with food. Customer¿s current blood glucose was 73mg/dl. Customer states that they had low blood glucose and she passed out. Then her blood glucose was dropping out, got headache and blood glucose was 134mg/dl she drank coke. Customer¿s blood glucose 55mg/dl and then went down to 44mg/dl. Customer performed troubleshoot and drive support was normal. Insulin pump will not be return for analysis.